Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had broken introducer"), embedded device ("migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side."), menorrhagia ("menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)"), device expulsion ("migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side / migration of essure device location of device :uterus") and pregnancy with contraceptive device ("pregnant with essure micro-insert ") in a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion, gravida ii, parity 4 and miscarriage. Concurrent conditions included overweight, degenerative disc disease, endometrial polyp and hypertension. Concomitant products included () since 2011 for migraine, headache and pain as well as hydrochlorothiazide since 2017, ibuprofen since 2017, lisinopril since 2017 and vitamin d nos (vitamin d) since 2017. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), depression ("depression") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weiht gain / loss (specify which one) weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced weight fluctuation ("weight gain/weight loss/both"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain, 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device expulsion (seriousness criterion medically significant), back pain ("pain in lower back area") and abdominal pain ("abdominal area pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with nsaid's, paracetamol (acetaminophen) and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, back pain, weight increased and abdominal pain outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pregnancy with contraceptive device, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: results: negative. On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. (B)(6) 2012 (per mr) hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-dec-2018: event: device dislocation updated to device embedded.event: device expulsion , pregnancy with contraception, device ineffective was added. Medical history were added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had broken introducer'), embedded device ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.'), menorrhagia ('menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side / migration of essure device location of device :uterus') in a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion, multigravida, parity 4 and miscarriage. Concurrent conditions included overweight, degenerative disc disease, endometrial polyp and hypertension. Concomitant products included anilides since 2011 for migraine, headache and pain as well as hydrochlorothiazide since 2017, ibuprofen since 2017, lisinopril since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced weight fluctuation ("weight gain/weight loss/both"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain and device expulsion (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), back pain ("pain in lower back area"), abdominal pain ("abdominal area pain"), pain ("whole body hurts"), thyroid disorder ("thyroid problem"), alopecia ("hair loss") and menometrorrhagia ("I just stopped a period that started two week after the last so that was nearly 2 months of bleeding") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, back pain, weight increased, abdominal pain, pain, thyroid disorder and alopecia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pain, pregnancy with contraceptive device, thyroid disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 171 lbs. Cytomegalovirus 3rd trimester, low amniotic fluid, daughter has lesion brain and macula right eye vision problems. 1 abortion 2005 and various miscarriages. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: results: negative. On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. On (B)(6) 2012 (per mr). Hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Lot number: 869764, manufacture date: 2011-06, expiration date: 2014-06. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had broken introducer"), device dislocation ("migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.") And menorrhagia ("menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, degenerative disc disease and endometrial polyp. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight fluctuation ("weight gain/weight loss/both"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 1 year 6 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("pain in lower back area"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: current weight 171 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: device was successfully occluded pregnancy test urine - on (B)(6) 2011: negative on (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. (B)(6) 2012 (per mr) hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had broken introducer"), device dislocation ("migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.") And menorrhagia ("menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)") in a (B)(6) female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, degenerative disc disease and endometrial polyp. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2012, the patient experienced anxiety ("anxiety"), depression ("depression"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and weight fluctuation ("weight gain/weight loss/both"). In 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2013, 1 year 6 months after insertion of essure, the patient experienced device dislocation (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required) and back pain ("pain in lower back area"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, menorrhagia, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation and back pain outcome was unknown. The reporter considered anxiety, back pain, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: negative . On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. On (B)(6) 2012 (per mr). Hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Most recent follow-up information incorporated above includes: on 4-jun-2018: pfs and medical record received. Case medically confirmed. New reporter and reporter information added. Concomittant disease added . Product lot no received and indication updated.new events added- device breakage , abnormal bleeding (vaginal, menorrhagia), anxiety and depression, migraines / headaches, migration of essure device: uterine wall, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue and weight gain. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("I had broken introducer"), menorrhagia ("menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)") and device expulsion ("migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.") In a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight, degenerative disc disease and endometrial polyp. Concomitant products included solpadeine (tylenol 1) since 2011 for migraine, headache and pain as well as colecalciferol (vitamin d) since 2017, hydrochlorothiazide since 2017, ibuprofen since 2017 and lisinopril since 2017. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)") and weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced weight fluctuation ("weight gain/weight loss/both"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). On (B)(6) 2013, 1 year 6 months after insertion of essure, the patient experienced device expulsion (seriousness criterion medically significant) with pelvic pain. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), back pain ("pain in lower back area") and abdominal pain ("abdominal area pain"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with paracetamol (acetaminophen), nsaid's and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, device expulsion, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, back pain, weight increased and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: device was successfully occluded. Pregnancy test urine: on (B)(6) 2011: negative . On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. (B)(6) 2012 (per mr). Hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2018: plaintiff fact sheet received, consumer middle name updated. Event onset date updated, event: mental anguish club with anxiety, concomitant drugs added. Event: weight gain, abdominal pain added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had broken introducer'), embedded device ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.'), menorrhagia ('menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side / migration of essure device location of device :uterus') in a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion, multigravida, parity 4 and miscarriage. Concurrent conditions included overweight, degenerative disc disease, endometrial polyp and hypertension. Concomitant products included anilides since 2011 for migraine, headache and pain as well as hydrochlorothiazide since 2017, ibuprofen since 2017, lisinopril since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weiht gain / loss (specify which one) weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced weight fluctuation ("weight gain/weight loss/both"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain and device expulsion (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), back pain ("pain in lower back area"), abdominal pain ("abdominal area pain"), pain ("whole body hurts"), thyroid disorder ("thyroid problem"), alopecia ("hair loss"), menometrorrhagia ("I just stopped a period that started two week after the last so that was nearly 2 months of bleeding"), urinary tract disorder ("bladder/urinary problems"), bladder disorder ("bladder/urinary problems"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, back pain, weight increased, abdominal pain, pain, thyroid disorder, alopecia, urinary tract disorder, bladder disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder disorder, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pain, pregnancy with contraceptive device, thyroid disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 171 lbs cytomegalovirus 3rd trimester, low amniotic fluid, daughter has lesion brain and macula right eye vision problems. 1 abortion 2005 and various miscarriages . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: results: negative. On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. (B)(6) 2012 (per mr) hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Lot number: 869764 manufacture date: 2011-06 expiration date: 2014-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received : events added- bladder/urinary problems, bladder infection, uti, vaginal infection, vaginal discharge. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had broken introducer'), embedded device ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.'), menorrhagia ('menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side / migration of essure device location of device :uterus') in a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion, multigravida, parity 4 and miscarriage. Concurrent conditions included overweight, degenerative disc disease, endometrial polyp and hypertension. Concomitant products included anilides since 2011 for migraine, headache and pain as well as hydrochlorothiazide since 2017, ibuprofen since 2017, lisinopril since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weiht gain / loss (specify which one) weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced weight fluctuation ("weight gain/weight loss/both"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain and device expulsion (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), back pain ("pain in lower back area"), abdominal pain ("abdominal area pain"), pain ("whole body hurts"), thyroid disorder ("thyroid problem") and alopecia ("hair loss") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, back pain, weight increased, abdominal pain, pain, thyroid disorder and alopecia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pain, pregnancy with contraceptive device, thyroid disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 171 lbs cytomegalovirus 3rd trimester, low amniotic fluid, daughter has lesion brain and macula right eye vision problems. 1 abortion 2005 and various miscarriages diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: device was successfully occluded. Pregnancy test urine - on (B)(6)2011: results: negative. On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. (B)(6) 2012 (per mr) hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Event thyroid problem, hair loss added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain (10/10)') and device breakage ('three fragments remain in the right tube, many fragments remain in the left tube during removal procedure') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "essure rermoval difficulty" on (B)(6) 2015. The patient's medical history included normal delivery in 2007, bronchial spasm (episodes of bronchial spasms related to respiratory infections), respiratory infection, sebaceous cyst and abortion (2). Concurrent conditions included goiter since (B)(6) 2010, pharyngotonsillitis (faringoamygdalitis/ adenopathy) since (B)(6) 2010, streptococcal tonsillitis since (B)(6) 2010, pain of skin since (B)(6) 2009, conjunctivitis since (B)(6) 2009, contusion since (B)(6) 2009, pharyngitis since (B)(6) 2008, acute laryngitis since (B)(6) 2008, low back pain since 2007, smoker, pulmonary artery dilatation (increased caliber of the cone of the main pulmonary artery), pulmonary artery aneurysm (aneurysmal dilatation of the main pulmonary artery), asthma bronchial, lactose intolerance, family history of diabetes (in mother) and family history of cancer (lung cancer in father). Concomitant products included ferrous glycine sulfate (ferro sanol), ferrous sulfate, fluticasone propionate;salmeterol xinafoate (seretide), omeprazole and salbutamol. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2010, the patient experienced the first episode of muscle contracture ("cervical contracture"), 3 months 18 days after insertion of essure. On (B)(6) 2010, the patient experienced goitre ("multinodular goiter with two lti nodules (less than 1cm)") with lymphocytic infiltration. On (B)(6) 2011, the patient experienced excessive cerumen production ("ear wax"). On (B)(6) 2011, the patient experienced diarrhoea ("constant episodes of diarrhea"). On (B)(6) 2011, the patient was found to have blood immunoglobulin e increased ("protein ige incremented in serum (192 iu/ml)"). On (B)(6) 2012, the patient experienced dysuria ("dysuria"). In 2012, the patient experienced metrorrhagia ("abundant metrorrhagia"). In june 2012, the patient experienced irritable bowel syndrome ("possible irritable bowel") and gastroenteritis ("gastroenteritis") and was found to have weight decreased ("weight loss (approximately 7kg in one year)"). On (B)(6) 2012, the patient experienced tendonitis ("tendinitis"). On (B)(6) 2012, the patient experienced dermal cyst ("cyst on the skin"). On (B)(6) 2013, the patient experienced renal cyst ("left parapelic cysts") and pelvic fluid collection ("free pelvic fluid, in small amount"). In 2013, the patient experienced abdominal pain lower ("pain in the hypogastric region/ abdominal pain located in the right lower quadrant, irradiated to genitals/ blumberg positive"), dysmenorrhoea ("contractions before and after menstruation"), abdominal pain ("colics"), genital haemorrhage ("abundant hemorrhages"), iron deficiency ("iron deficiency"), abnormal faeces ("changes in the stool consistency (oily) / steatorrhea"), steatorrhoea ("changes in the stool consistency (oily) / steatorrhea") and menopausal symptoms ("perimenopause disorders") and was found to have mean cell volume increased ("high average corpuscular volume"). On (B)(6) 2014, the patient experienced the second episode of muscle contracture ("muscle contracture"), arthralgia ("hip pain") and myalgia ("pain in the anterior rectum of quadriceps and gluteus"). On (B)(6) 2014, the patient experienced iron deficiency anaemia ("anemia"). On (B)(6) 2014, the patient experienced gastrointestinal wall thickening ("circumferential thickening of the duodenum wall/pelvic duodenal pathology"). On (B)(6) 2015, the patient experienced device breakage (seriousness criterion medically significant) and adnexa uteri cyst ("uterine tubes with paratubal cysts"). On (B)(6) 2018, the patient was found to have eosinophil percentage increased ("% eosinophils increased (7.0)") and haematocrit increased ("increased hematocrit (46.2)"). On an unknown date, the patient experienced urine abnormality ("urine more "strong" than normal"). The patient was treated with ibuprofen and surgery (bilateral laparoscopic salpingectomy, hysteroscopy by pulling essure). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, device breakage, abdominal pain lower, metrorrhagia, genital haemorrhage, iron deficiency anaemia, iron deficiency, blood immunoglobulin e increased, eosinophil percentage increased, goitre, irritable bowel syndrome, gastrointestinal wall thickening, gastroenteritis, abnormal faeces, steatorrhoea, urine abnormality, dysuria, the last episode of muscle contracture, tendonitis, dermal cyst, mean cell volume increased, excessive cerumen production, menopausal symptoms, renal cyst, pelvic fluid collection, arthralgia, myalgia, haematocrit increased and adnexa uteri cyst outcome was unknown, the dysmenorrhoea, abdominal pain and diarrhoea had not resolved and the weight decreased had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal faeces, adnexa uteri cyst, arthralgia, blood immunoglobulin e increased, dermal cyst, device breakage, diarrhoea, dysmenorrhoea, dysuria, eosinophil percentage increased, excessive cerumen production, gastroenteritis, gastrointestinal wall thickening, genital haemorrhage, goitre, haematocrit increased, iron deficiency, iron deficiency anaemia, irritable bowel syndrome, mean cell volume increased, menopausal symptoms, metrorrhagia, myalgia, pelvic fluid collection, pelvic pain, renal cyst, steatorrhoea, tendonitis, urine abnormality, weight decreased, the first episode of muscle contracture and the second episode of muscle contracture to be related to essure. The reporter commented: essure devices are inserted without difficulty, by using local anestesia in the uterus, leaving 3 spirals in the right ostium and 6 spirals in the left ostium. (B)(6) 2015: essure removal: bilateral laparoscopic salpingectomy (proceed to the opening with scissors of both tubes, to uterine horn. The essure device is dissected and extracted with difficulty, easily fragmented), hysteroscopy by pulling essure. Three fragments remain in the right tube, many fragments remain in the left tube. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - in (B)(6) 2015: to check the remains of essure. Colonoscopy - on (B)(6) 2015: normal results. Investigation - in 2013: cultures and cytology performed: everything in order; in 2014: cultures and cytology performed: everything in order; in (B)(6) 2016: presence of essure remains confirmed. Smear cervix - on (B)(6) 2014: negative. Ultrasound pelvis - on (B)(6) 2016: gynecological ultrasound: in the left horn, two refractive images are visualized, compatible with fibrosis or remains of essure. Ultrasound scan vagina - in 2015: discards endometriosis. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('I had broken introducer'), embedded device ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side.'), menorrhagia ('menstrual bleeding/ menorrhagia/abnormal bleeding (vaginal, menorrhagia)') and device expulsion ('migration of the device/migration of essure device: uterine wall/essure titanium coil protruding from the right side / migration of essure device location of device :uterus') in a 35-year-old female patient who had essure (batch no. 869764) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included abortion, multigravida, parity 4 and miscarriage. Concurrent conditions included overweight, degenerative disc disease, endometrial polyp and hypertension. Concomitant products included anilides since 2011 for migraine, headache and pain as well as hydrochlorothiazide since 2017, ibuprofen since 2017, lisinopril since 2017 and vitamin d nos (vitamin d) since 2017. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2012, the patient experienced anxiety ("anxiety/mental anguish"), depression ("depression"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2012, the patient experienced weight fluctuation ("weight gain/weight loss/both"). On (B)(6) 2013, the patient experienced embedded device (seriousness criterion medically significant) with pelvic pain and device expulsion (seriousness criterion medically significant), 1 year 6 months after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), back pain ("pain in lower back area"), abdominal pain ("abdominal area pain"), pain ("whole body hurts"), thyroid disorder ("thyroid problem"), alopecia ("hair loss") and menometrorrhagia ("I just stopped a period that started two week after the last so that was nearly 2 months of bleeding") and was found to have a pregnancy with contraceptive device ("pregnant with essure micro-insert"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (endometrial ablation on (B)(6) 2013). Essure treatment was not changed. At the time of the report, the device breakage, embedded device, menorrhagia, device expulsion, pregnancy with contraceptive device, vaginal haemorrhage, anxiety, depression, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight fluctuation, back pain, weight increased, abdominal pain, pain, thyroid disorder and alopecia outcome was unknown. Pregnancy related information: prospective report. The patient's obstetric status was gravida 10, para 4. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was unknown to the reporter. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menometrorrhagia, menorrhagia, migraine, pain, pregnancy with contraceptive device, thyroid disorder, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight: 171 lbs. Cytomegalovirus 3rd trimester, low amniotic fluid, daughter has lesion brain and macula right eye vision problems. 1 abortion 2005 and various miscarriages. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: device was successfully occluded. Pregnancy test urine - on (B)(6) 2011: results: negative. On (B)(6) 2011, findings revealed normal appearing cervix and uterine cavity. On (B)(6) 2012 (per mr). Hysterosalpingogram : with instillation of contrast into the uterus, there is no evidence of free spillage into either fallopian tube. The essure wires are seen within both fallopian tubes and this is consistent with complete occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event "I just stopped a period that started two week after the last so that was nearly 2 months of bleeding". New reporter was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.